Manufacturer narrative:
Correction information b1: from adverse event and product problem to product problem b2: delete b4: date of this report g6: follow-up #: 1 h1: from serious injury to malfunction h2: if follow-up, what type? H6: adverse event problem. Additional information h11: interim report. H6: continued: health effect - clinical code : added - 4582 no clinical signs, symptoms or conditions, removed - 4476 gastrointestinal hemorrhage health effect - impact code : added - 2199 no health consequences or impact, removed - 4605 disruption of subsequent medical procedure and 4641 unexpected medical intervention. Interim report pentax medical america and the japanese investigation representative conducted a good faith effort (gfe) to collect additional information regarding the event. A total of three inquiries were made from the japanese side, and on may 23, 2025, a representative from pentax medical confirmed that the bleeding was not caused by the endoscope. The japanese investigation representative confirmed this information on may 26, 2025, and reported that the causal relationship with the endoscope had been ruled out. In this case, hemostatic treatment was performed to address pre-existing bleeding. It was confirmed that the bleeding had occurred independently of the endoscope, and the intervention was part of the intended medical treatment. Therefore, the event does not represent a disruption of a subsequent medical procedure or an unexpected medical intervention caused by the device. Although a vapor-like emission was reported from the distal tip of the endoscope during the procedure, there were no signs, symptoms, or adverse physiological effects observed in the patient. The bleeding treated during the procedure was pre-existing and unrelated to the device issue under evaluation. Therefore, the clinical code "no clinical signs, symptoms or conditions (4582)" has been applied. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
H6: continued: health effect - clinical code : 4476 gastrointestinal hemorrhages, health effect - impact code : 4605 disruption of subsequent medical procedure, 4641, unexpected medical intervention, medical device problem code : 3190 insufficient information, component code : 4776 insufficient information, type of investigation: 4118 testing of actual/suspected device, investigation findings : 3233 results pending completion of investigation, investigation conclusions: 11 conclusions not yet available. Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 01-may-2025. The procedure was therapeutic in nature. The patient was not recalled for further screening, but a follow-up is planned. The patient was reported to be in good condition. The scope and processor involved in the event were not removed from circulation and are currently being used in clinical procedures. The processor used was an epk-i8020 (serial number unknown), and the software version installed at the time of the event was reported to be the most current. Massive bleeding was reported during the procedure and was suspected to be associated with the use of the endoscope. The bleeding occurred during both colonoscopy and esophagoscopy (same case). The specific operational phase during which the bleeding occurred could not be determined. Hemostasis was successfully achieved using hemospray. The originally planned procedure was modified as a result of the bleeding. No additional interventions such as transfusion, medication, or hospitalization were required. The patient's condition did not deteriorate, and the patient remained under observation after the procedure. Optical enhancement (oe) mode was not used, and the facilities involved confirmed that they do not use oe mode for this purpose. It is unknown whether any blood or debris was visible on the illumination lens of the endoscope. It is unknown whether the bleeding and the reported emission of smoke from the distal end of the endoscope were related. Investigation is ongoing to determine if there is any potential causal relationship between the two events. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information. _ec38-i20cl_(B)(6)_smoke from distal end and patient bleeding. 9610877-2025-00049_epk-i8020c_serial number unknown _smoke from distal end.

Event description:
On 16-apr-2025, pentax medical became aware of an adverse event involving a pentax medical video colonoscope model ec38-i20cl, serial number (B)(6) in (B)(6), united states. The facility reported that smoke was observed emerging from the distal end of the endoscope inside the patient during an endoscopic procedure. The physician stated that they visually confirmed smoke coming from the distal end of the endoscope within the patient. In response, the physician and other medical staff at the facility expressed strong concerns about continuing to use the endoscope. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report, g6: follow-up #: 2, h2: if follow-up, what type? H3: device evaluated by manufacture, h6: adverse event problem. Additional information: d4: primary unique device identifier (UDI), h4: device manufacture date, h7: if remedial action initiated, check type, h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number, h11: evaluation summary, remedial action. Evaluation summary: event that occurred is smoke from the distal end. Based on the investigation, a potential root cause of this failure is blood on the light cover glass. When blood was attached to the light cover glass, the thermal energy of the light caused the blood to evaporate, generating water vapor. This water vapor looked like smoke. Furthermore, interviews revealed that the internal bleeding was not caused by the scope. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 14-may-2024 under normal conditions. During the final inspection, rework was performed to remove adhesive in the k-pipe due to the inability to insert the reflector rod during viewing angle measurement. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 27-may-2024. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2025-00048-ec38-i20cl-(B)(6) smoke from distal end and patient bleeding_fu2. 9610877-2025-00049-epk-i8020c-serial number unknown -smoke from distal end_fu1.